Manufacturer narrative:
The field service engineer downloaded the logs, replaced the turbine module and the ventilator was put back in service. The evaluation of the ventilator¿s logs confirm the occurrence of the reported error code during ongoing ventilation. The error code was followed by the alarm o2 concentration high, which implies that the turbine module had stopped and ventilation was continuing with the oxygen gas. The ventilator was set into the standby mode six minutes afterwards. The returned turbine module was mounted in a reference ventilator and it failed the pressure transducer test during pre-use check indicating it was faulty. Further investigation of the turbine module was not done. Instead, its manufactured date was checked and was in the range where investigation by our contract manufacturer had determined that the cause was related to a broken wire inside the turbine motor. The cause of breakage is attributed to inadequate relaxation time for the coil segments outer diameter after assembly due to the high production rate during a limited time period. This led to a larger gap when mounted together and a lower adhesion force of the glue used for assembly, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result.

Event description:
Manufacturer's ref. : (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).